Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported cardiac tamponade and cardiac arrest occurred. An intellamap orion mapping catheter, an intellanav mifi oi ablation catheter, and a viking diagnostic catheter were selected for use during an atrial tachycardia ablation procedure. The patient underwent a successful procedure; however, she presented four to five hours later with cardiac tamponade, and suffered cardiac arrest secondary to the tamponade. Fluid was drained and the patient was successfully resuscitated. The patient was stable, but was intubated and ventilated in the intensive therapy unit (itu). After three nights, the patient made a full recovery and was discharged. It was noted that resistance had been felt on the roof of the left atrium while maneuvering the orion mapping catheter; however, the cause of the tamponade was not determined. There had been no product performance issues.